Event description:
Unomedical reference number (B)(4). Event occurred in israel. It was reported that patient faced an event of infusion tape not sticking on (B)(6) 2024. The infusion tape was not sticking due to pool water. No further information was available.

Manufacturer narrative:
Patient city:(B)(6). Patient country: israel.